Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was using a harmonic ace device. After creation of the pouch of the stomach, the surgeon was dividing the omentum with the harmonic ace. Suddenly, the harmonic ace was not working anymore and the generator showed an instrument error. After the quick initial inspection of the device, the surgeon decided to reassemble the harmonic ace device. They reset the generator and assembled the harmonic ace following the procedure. During the test phase, the generator showed again an instrument error. The surgeon decided to check the device more thoroughly after this instrument error and noticed that the device seemed damaged. During the second inspection, the active blade of the harmonic ace broke off completely. The surgeon did not notice anything unusual until the first instrument error. The surgeon did not activate the harmonic ace over or near a staple line, a clip or another instrument. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade